Event description:
In 2001, the end-user called minimed and stated that the tubing was leaking. On march 8, 2001 maersk medical received the complaint and the used tubing. The near-incident took place in USA.